Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged low blood glucose found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. The formatted history file lists data for the event date (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked retainer and a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for low blood glucose. A cracked retainer was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of low blood glucose value. The insulin pump will not be returned for analysis.